Event description:
It was reported that the patient presented to the clinic with alerts for non-sustained lead noise due to post-paced t-wave oversensing. Recommended programming changes were made. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.